Manufacturer narrative:
The device ro 15 046 has been inspected for investigation purpose. The tests performed confirmed that the head holder interface knob was jammed and the interface could not be tightened or loosened. As repair, this part has been replaced.the internal complaint reference is the following: (B)(4).

Event description:
Before the surgery, it has been reported that the head holder adaptor was non-functional. There was no patient/user impact reported.